Manufacturer narrative:
During inspection and testing of the device, the insertion tube coating was peeling off due to deterioration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, it is likely the coating of the insertion tube was peeling off due to stress of repeated use, external factors, or handling of the device. A definitive root cause could not be determined. Further evaluation of the device found the bending angulation was out of specification due to wear of the angle wire. The bending rubber was stretched, and the adhesive was chipped. The eyepiece showed deterioration due to chemical stresses from cleaning, disinfecting, and sterilization processes. The control body showed deformation due to physical stress. The light guide indicator had discoloration due to chemical stresses from cleaning, disinfecting, and sterilization processes. Several of the device components demonstrated scratches and wear due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported the insertion tube of the tracheal intubation fiberscope was crushed. There was no report of patient impact or user injury due to the event. The device was sent to an olympus service center for evaluation. The device inspection found the insertion tube was dented and the coating was peeling off. This report is being submitted for the reportable malfunction of the insertion tube coating peeling off that was identified by service.

Manufacturer narrative:
This supplemental report is being submitted to update to "reuse".